Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven days after a transcatheter aortic heart valve implant (tavi) valve-in-valve into an unidentified bioprosthetic stented heart valve, surgical reoperation was required due to migration of the tavi valve. An echocardiogram four days post-implant showed aortic stenosis, moderate aortic insufficiency and a moderate paravalvular leak. The patient was discharged on day 18 after the original tavi procedure with no subsequent reported adverse effects. It also was reported that device migration was observed during the initial tavi procedure, with a tavi device being recaptured or retrieved after moving into the aorta; that complaint is being separately reported. The patient's previous medical history included left carotid stenosis and the implant of the bioprosthetic stented valve approximately 11-12 years prior to the tavi procedures due to a mix of aortic stenosis and aortic insufficiency.

Manufacturer narrative:
Tvt registry the information was received in a de-identified format from a third-party post-implant device registry (the society of thoracic surg eons/american college of cardiology transcatheter valve therapy [tvt] registry); therefore, it is not known whether the complaint was previously reported to medtronic or the FDA maude database. The information provides only the calendar year of the event, which is reported here as the first of the year. Because the device serial number is not reported, a review of device history records could not be performed. It was not reported whether the device remains implanted or was surgically explanted. A supplemental report will be filed if additional information is received. (B)(4).